Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation on the left ventricular (lv) lead. There was decreased impedance and increased threshold. The device was reprogrammed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.